Event description:
The attorney claims that the pt died following failure of the product. The attorney also claims that the product was defective and was not labeled as involving a substantial danger not readily apparent, nor were adequate warnings of the danger given.